Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.